Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed and appears to be use related. Two photographs of the implicated microintroducer/dilator/sheath were returned for evaluation. The dilator was still inlaid within the sheath and the sheath had not been peeled. Reddish residual material, consistent with blood residue, was seen within the lumen of the dilator. The introducer was bowed with the sheath material rippled in the bent location. Both the tips of the dilator and sheath contained damage; the distal ends of the dilator and sheath appeared jagged with the material flared outward. The damage on the dilator and sheath appeared to be aligned, with the damage occurring on the same side of the device. The characteristics of a bowed dilator shaft and jagged distal tips on both the dilator and sheath are indicative of damage that can occur through device use. Possible contributing factors could include insertion against resistance through tough connective tissue, too small of an incision, or a steep insertion angle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they proceeded to try to insert the introducer into the vein, but after feeling resistance I pulled the introducer out to inspect it. I found that the introducer had a small snag of plastic. Upon further inspection and on the same side as the lip, the sheath had the same snag of plastic. I had my assist drop a new introducer kit, and I finished the procedure with no further mishaps. No patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.